Event description:
Device was being used in a tubal ligation case. Surgeon could not remove the jaws from the tissue without causing bleeding at the site. Case was completed using a kleppinger device. No patient harm was reported.

Manufacturer narrative:
Awaiting return of device from facility.